Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of the instructions for use found statements pertaining to the proper advancement of the monofilament. Rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. Please note that the monofilament advances forward using rotation of wheels in a backward direction toward the user. Keeping light tension on the tail of the filament helps the roller feed smoothly. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a surgery the accu-pass suture shuttle was opened and it had a malfunction, the pre-loaded monofilament was not able to roll in with the help of a sliding wheel, it was tight at one end and at the same time unable to slide in the monofilament. The procedure was completed with a back-up device. It is unknown if there was significant delay. No patient injuries or complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.